Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms noted. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was sticking out and had to be manipulated for insulin pump to work. Customer also reported that issue also caused no delivery alarms. Customer's blood glucose was unknown. Insulin pump would be replaced.